Event description:
It was reported that on an unknown date, the patient will undergo a revision surgery for the hardware removal of the three (3) cannulated stryker screws from femoral neck and head. The patient had gone on to nonunion and will need a total hip replacement. It is unknown when was the date of original implant. It is unknown if there was a surgical delay. Procedure and patient outcome is unknown. This comolaint involves three (3) devices. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).